Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the tap being used became bent during the procedure. It was reported that the surgeon was able to continue with a separate tap. The medtronic representative reported that the issue was suspected to have been caused by the tap being loaded incorrectly into the handpiece. The site neuro-coordinator was reported to have been the scrub tech when they are normally not the tech. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.